Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 19may2021: it was confirmed that the destination sheath was used through the radial artery. The patient vasculature was heavily diseased. They think that the metacross balloon was pulled in through the sheath before being fully deflated which may have affected the tip of the sheath. There was no spasm. The doctor confirmed that the sheath was not dilated when they upsized from 5fr to 6 fr.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide additional information to section b5.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6 fr 45 cm destination sheath and a 6fr r2p metacross balloon was received for product evaluation. The balloon was stuck within the sheath when received. No dilator was received with the sheath. The sheath was subjected to visual analysis and damage was noted at the tip of the sheath. The outer diameter of the sheath was 0.114 in which is within specifications. The tip of the sheath was deformed with folds and bumps. No other damages were noted on the sheath. The complaint can be confirmed for sheath catheter tip mechanical damage. Based on the information given, the exact root cause of the event cannot be determined.

Manufacturer narrative:
Lot number: requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the destination device was very difficult to use in a case with an occluded iliac artery. Diagnostic portion of the case begun radial to obtain angiogram. Angiogram demonstrated occluded iliac arteries. The 5fr glidesheath was exchanged for a 6 fr terumo destination sheath. After reviewing angiogram, multiple stents would be required. So, a 7 fr terumo destination access was in both right and left femoral arteries. They then used a metacross balloon for percutaneous transluminal angioplasty (pta) or left common iliac with several balloon inflations thru the destination sheath in the wrist. When they went to remove the balloon, they were unable to pull it thru the destination sheath in the wrist. Ultimately, they pulled the 6 fr destination sheath and balloon out together and placed a radial arm band for hemostasis. They then continued and completed the stenting through both femoral access sites. Upon review of the 6 fr sheath that would not allow the balloon to be pulled back through it, the tip appears to be frayed. The patient condition was stable. There was no patient injury, medical/surgical intervention required.